Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient's nurse called in to report unresolved service error code. Troubleshooting unsuccessful. The unresolvable service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Therapy cable was not recovered from the field. Returned monitor failed inspection for corrosion in multiple locations inside the monitor possible caused by water damage. Water indicators were not triggered. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. The service error code identifies issues with the device indicating an interruption with the monitor to therapy cable communication during system bootup. Will continue to trend for future occurrences.